Event description:
"Received call from pt's spouse. Tubing coming apart where tubing attaches to filter. The customer was contacted for add'l info. A home care pt was receiving a continuous infusion of an unspecified chemo agent when it was noted that the tubing had separated from the proximal end of the filter. The customer stated that the pt contacted the agency to report the problem and was instructed to turn off the pump until a nurse arrives. The nurse went ot the pt's home to change out the tubing set but decided to discontinue the chemo infusion and resume the following day. The customer stated that there was no report of the chemo coming in contact with the pt's skin. There was no reported pt harm or adverse pt effect. Although requested, no add'l info was available.